Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 156 mg/dl. The customer stated that the device had been working fine, the display went blank, and when he changed the battery, nothing happened. He stated that there was nothing on the insulin pump for several minutes. He stated that he was expecting a replacement battery cap. He did not observe any damage or corrosion at the battery cap. The customer when to get a tool to open up the battery compartment and did not return to the phone call for about 15 minutes. The call was disconnected prematurely and troubleshooting could not be completed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Included with any information or report disclosed to the public under the freedom of information act.